Event description:
A large piece of the ceramic tip broke off inside of the shoulder during the procedure. Although there weren't any adverse affects to the pt, extra time was added to the case to retrieve the broken piece.